Manufacturer narrative:
Phone number not provided.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported by the customer that an issue involving the remote speaker in use with their information center ix occurred. If the issue were to represent a malfunction of the device that impacted the ability of staff to hear alarms, and if staff were not continuously viewing displayed data at the central monitor, a delay in notification of an alarm could occur. No patient harm was reported, no adverse event occurred.